Event description:
The reporter contacted animas on (B)(6) 2014, reporting blood glucose levels up to 554 mg/dl with positive ketones. The reporter indicated that the patient¿s basal rate had been increased by 20 % and then the patient was disconnected from the pump. The pump was reviewed with the reporter and found that the pump total daily dose added up correctly and correctly reflected the programmed bolus totals. The reporter was advised that the pump appeared to be delivering as programmed and advised the reporter to follow up with a health care provider regarding possible needs for settings adjustments as the reporter indicated that the patient was growing. This report is made based on the allegation that the patient experienced hyperglycemia of unconfirmed cause while using insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.